Event description:
Caller reported that their pump screen was dark and would not turn on. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer had accidentally gone swimming with the pump, leading to the problem. Technical support instructed them to plug the pump into a power source with known working charging supplies, but the screen remained unresponsive. Consequently, the pump was replaced due to a cracked touchscreen issue.